Event description:
It was reported that this pacemaker exhibited farfield oversensing. Technical services (ts) was consulted and recommended increasing right atrial (ra) sensing floor. The device remains in service. No adverse patient effects were reported.